Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, when the catheter was placed into sheath, it was noted that the sheath would not flush and was introducing air. It was tried several times with no success. The sheath was replaced and procedure was completed with no patient complications. The device was received for analysis and investigation is still in progress. It was further reported that air seen after the device was inserted into the body. No abnormalities were noted during preparation. Bubbles were observed in the sheath and syringe while using the versacross connect, but no air was detected in the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, when the catheter was placed into sheath, it was noted that the sheath would not flush and was introducing air. It was tried several times with no success. The sheath was replaced and procedure was completed with no patient complications. The device was received for analysis. It was further reported that air seen after the device was inserted into the body. No abnormalities were noted during preparation. Bubbles were observed in the sheath and syringe while using the versacross connect, but no air was detected in the patient.